Event description:
On 12/1/93, rptr had to have a surgery because prosthesis broke in her rt jaw. This resulted in adhesion, scarring and exostosis. She required removal of broken pieces and debridement. First surgery was done on 11/15/89 and surgery on left side was done on 9/1/91. Rptr has lot of pain and some loss of hearing. Pathological dignosis: fragments of broken prosthesis, skin and soft tissue. Clinical diagnosis: fractured facial prosthesis and adhesion in rt temporomandibular joint.